Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke off during an open reduction internal fixation (orif) of the right proximal ulna. Approximately 15 mm of the drill bit remains in the patient. The surgery was successfully completed with no delays. This report is 1 of 1 for complaint (B)(4).